Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 1.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula kinked event on 15-may-2024. Event occurred within three hours of insertion. Insertion site was at abdomen, upper buttock and thigh. Blood glucose levels were reported to be 500 mg/dl during the event. Patient took correction injections via multiple daily injections, replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. This MDR is being submitted for an unknown number of infusion set with known lot and serial number from a market unit. No further information available.